Event description:
The customer reported that the unicel dxc 600i synchron system generated false low cr-s (creatinine, cartridge chemistry) results. The results were reported outside of the lab. There was no change to patient treatment attributed to this event. The physician questioned the results. The customer stated controls (qc) were run before and after the event and there were no issue. However, a reviewed of qc data via remote management system database shows qc was run four times on (B)(6) 2015; and in one of the four events shows qc drifted low, outside of 2 standard deviation.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The fse replaced waste valves; cc (cartridge chemistry) sample syringe; reagent probes and wash collars. The fse also reassembled the reagent syringe.